Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had uncomfortable stimulation and felt it going in their vagina even when stimulation was off. Patient stated their body did not like stimulation on all day so they only turned it on at night. Patient decreased amplitude and it eliminated the uncomfortable stimulation. Patient switched to program 2 and lowered from 0.15v to 0.05v and left stimulation off. Program 2 felt better for the patient and their leg was not as heavy and they did not have the electricity in their vagina. Patient mentioned they could feel their ins moving a couple weeks ago. No further complications were reported.